Manufacturer narrative:
Additional information received on 22 june 2016 from the initial reporter and includes: loosening of the stem is confirmed. The revision surgery was completed successfully. The explanted implants will be sent to the sonication. X-rays are available. The patient was a very active farmer. The surgeon wonders why the stem loosened although it was implanted very well (the size of the implant was also correct). Batch review performed on 05 july 2016. (B)(4). On 08 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem loosening in a cementless tha after 9 years. Report describes a very active farmer, and the available x-rays are compatible with a very high level of activity. Signs of radiographic loosening are visible all around the stem. Possible signs of osteolysis in medial-proximal femoral area. Significant bone formation activity, barrel shape of femoral shaft, ectopic bone formation around the neck. Components look correctly positioned, still after 9 years, no evident migration, although the stem may have subsided slightly. The root cause cannot be determined with certainty. No evidence of a defective implant.

Event description:
Revision scheduled because of stem loosening. The stem will be changed. Medacta international will not receive any implants back for investigation.